Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17nov2022. The bifurcation angle was normal; however, calcification was noted in the bifurcation and within surrounding vessels, which were diseased throughout.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an angiogram, a flexor ansel guiding sheath unraveled. Access was obtained in a scarred groin. Upon advancement of the sheath and dilator over an unspecified amplatz wire, resistance was encountered at the bifurcation. The bifurcation angle was acute. Both the bifurcation and vessels were very calcified and diseased throughout. The device was removed, with the wire and dilator in place, at which point the sheath unraveled. The device did not fully separate and was removed from the patient in its entirety. An unknown 6 french sheath was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with the dilator in place. The sheath material was unraveled and separated at approximately 11, 17, 22.5, 28, and 30-centimeters from the distal tip. Total separation did not occur, and the inner coils were exposed. A document-based investigation evaluation was performed. One additional complaint was noted from the field for the same failure mode; however, there were no related non-conformances on the lot and 100% inspections are in place to capture non-conformances. There is objective evidence that the DHR was fully executed. The product IFU warns ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the device master record (dmr), DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the acute bifurcation and vessels were highly calcified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional/corrected information received 14dec2022. The bifurcation angle was acute. Both the bifurcation and vessels were very calcified.

Event description:
As reported, during an angiogram, a flexor ansel guiding sheath unraveled. Access was obtained in a scarred groin. Upon advancement of the sheath and dilator over an unspecified amplatz wire, resistance was encountered at the bifurcation. The device was removed, with the wire and dilator in place, at which point the sheath unraveled. The device did not fully separate and was removed from the patient in its entirety. An unknown 6 french sheath was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). Device evaluated by mfg. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.